Event description:
It was reported that the anchor pull out when it was removed the inserter from the drill guide. No significant delay or patient injury reported.

Manufacturer narrative:
The reported 2.8mm q-fix all suture anchor, intended for use in treatment, was not returned for evaluation. If product is received at a later date, this complaint will get reopened and product evaluation processed accordingly. A relationship between the product and reported incident cannot be established as the product was not returned. From the information provided, the anchor pull out when it was removed the inserter from the drill guide. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) bone quality. (2) bone hole preparation. Or (3) improper bone insertion depth. Poor bone quality, bone preparation or improper bone insertion depth can result in damage to the device or device failure. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.